Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure the physician introduced the first device through the rx locking device and biopsy cap, and the sponge dislodged and occluded the working channel of the duodenoscope (manufacturer unknown). The procedure was completed with another rx locking device and biopsy cap and duodenoscope. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).